Event description:
The manufacturer received information alleging a ventilator was displaying a "service required" alarm. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. Tobacco contamination was observed by the technician. The device¿s machine flow sensor needs to be replaced to address the issue.